Manufacturer narrative:
The insulin pump was stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion test and excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm twice from his/her insulin pump while trying to perform a "rewind/set reservoir." The customer's blood glucose level was 150 mg/dl. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.